Event description:
It was reported the patient originally had their implantable neurostimulator (ins) implanted in the butt but had it relocated to the rib cage in 2012 because she was not getting good communication/charge.

Manufacturer narrative:
Concomitant products: product ID 37743, serial # (B)(4), product type programmer, patient; product ID 37752 , serial # (B)(4), product type recharger; product ID 39286-65, serial # (B)(4), implanted: (B)(6) 2011, product type lead. (B)(4).